Event description:
The customer reported a section of the pump segment ballooned. There was no report of pt or medical intervention. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.